Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic and the ventricular lead exhibited noise. The noise was not reproducible. The device was reprogrammed and the patient woud be monitored.